Event description:
The theatre nurse called to say that during a total knee replacement surgery this morning the surgeon observed that the particular unit of simplex that he was using set quickly. Although this did not have a negative impact to the patient or to the procedure itself, the surgeon advised the theatre staff to remove remaining items from stock.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.